Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump's display got dark and insulin pump had emitted a beep. The customer¿s blood glucose was unknown. Customer reported that the insulin pump alarmed and alert referring the buttons, she cleaned the alert and then the display got dark and pump has emitted a beep. Troubleshooting was performed. Customer removed the battery and insulin pump did not alert. Customer used battery panasonic. Customer was advised about possible causes of the issue. Customer said that battery contacts cap and compartment were not damaged, corroded or missing. Customer removed the battery, cleaned the battery contacts cap and compartment with a cotton swab and inserted a new battery. The insulin pump turned on and turned off. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per healthcare professional's instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. No audio/beep anomaly noted during testing.